Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on the screen, blurry in some spots and hard to read. The patient¿s blood glucose level was unknown at the time of the incident. The customer also stated that insulin squirting during priming and louder during rewind. The customer also stated that motor sounds labored and makes grinding noise and sometimes has to press buttons hard or twice to work, left arrow button does not work at all. The insulin pump will not be returned for analysis.